Event description:
It was reported by service report that the foot caster needs to be replaced. The head right caster has the rubber broken off of the wheel. No pt involvement or adverse consequences are reported.